Event description:
On (B)(6) 2011, pt reported elevated blood glucose in the 190 mg/dl range since starting a new type of infusion set. Normal blood glucose is 130 mg/dl. Pt bolused as a correction for hyperglycemia, and if that did not work, he would change the infusion headset. This would correct the issue for a shot time. Pt did not notice if the infusion cannulas were bent, but he did experience pain during insertion and while the cannula was in his body. No error messages were received on the infusion device. Pt reported the infusion set adhesive would not stick properly, and his infusion sites leaked insulin. There were no issues removing the headsets from his body. Headsets were inserted manually, and pt typically noticed these issues within 2 hours of insertion. He did not receive training before he started to use this new product. No product will be returned for eval. Request was submitted for replacement infusion sets. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.